Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to their clinic after receiving shock therapy. In addition, it was noted that the patient has a low potassium level. An attempt was made to perform a device interrogation, but the health care professional (hcp) was unable to interrogate the device, therefore, a chest x-ray was performed to locate the device and attempt a second device interrogation. Ultimately, the hcp was unable to interrogate the device. Technical services (ts) was consulted and recommended a boston scientific representative be present for further troubleshooting. Subsequently, the patient was hospitalized. A successful device interrogation was performed and it was reported that the shock therapy was appropriate and the device was operating as intended. At this time, evidence suggests the device remains in-service. No adverse patient effects were reported.